Event description:
It was reported that the numbers on the insulin pump scroll up with out any input from the customer. Customer's blood glucose level at the time 201mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced.

Manufacturer narrative:
All of the buttons function properly however, moisture damage was found on keypad traces. There was no stuck buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The battery was inserted several times and all operating currents are within the specification, no unexpected low battery, battery out of limit, off no power alarm or battery indicator anomaly noted. There was no moisture damage inside pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).